Event description:
The customer reported that while wearing a pod, she had the following blood glucose results: 7:21am - 167 mg/dl, 9:05am - 428 mg/dl, 11:42am - 383 mg/dl, 12:40pm - 389 mg/dl, 2:00pm - 372 mg/dl. At 2pm, the patient decided to give herself an injection of 20 units of insulin. When she removed the pod during the call that evening, she noticed that there was blood in the cannula, and it was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod use guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." It also advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."